Event description:
The report received from the clinical study in another country indicated that the pt experienced a non-q wave myocardial infarction during a percutaneous coronary intervention. The event was determined to be unrelated to the cypher stent and unrelated to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.